Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications and expired after undergoing a da vinci s surgical procedure. No obvious correlation between the use of the davinci instrument and the patient's subsequent complications and death.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci s total hysterectomy with lymphadenectomy for adenocarcinoma of the endometrium (B)(6) 2012. Intuitive surgical was provided with the operative report . Additional information provided includes office and hospital notes regarding follow up care. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery]. There was no report of an intraoperative complication. On (B)(6) 2012 the patient underwent radical hysterectomy with bso, right pelvic lymph node biopsy and appendectomy on. Discharged on (B)(6) 2012. Re-admission on (B)(6) 2012 for exploratory laparotomy for pelvic abscess with septic shock. Large 8-10 cm posterior abscess noted. No intestinal perforation or other injury was noted. Unfortunately, following surgery, she expired due to septic condition.